Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after their implantable cardiac monitor (icm) migrated halfway outside of the patient's body. The device was removed and a replacement is planned. No patient complications have been reported as a result of this event.